Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load process. Reportedly the customer was able to load a cartridge successfully and was able to resume insulin therapy. The customer's blood glucose (bg) level was 366 mg/dl. The customer delivered a bolus via the pump to address bg level. Customer stated that elevated bg level was due to not taking a recent manual injection of lantus, as customer had reverted to manual injections up until the time of report. There was no reported impact to bg level during previous cartridge alarm occurrences.